Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s battery clip being damaged was confirmed, as the returned power module (serial number (B)(6)) was observed to have a broken black battery clip upon arrival. The unit was received at the european distribution center. The unit was functionally tested; however, the damaged battery clip caused an error due to being unable to secure the battery. The battery clip was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired power module was returned to the customer site after passing all tests per procedure. The root cause of the damage to the battery clip was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 03nov2010. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a broken black clip noted on the internal battery of the power module.